Manufacturer narrative:
The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to dislocation, wear and loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6. Correction: b4, g4, g7, h10. Event description: it was reported that after 1 year in vivo, the anaverse anatomical implants needed to be revised due to high grade of posterior luxation with poly wear, metal contact and loosening of the superior screw. Moreover it is described, that the patient had a previous revision of an anatomical poly glenoid component due to mild posterior luxation and loosening. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Due to covid-19 restrictions, no additional information could be provided. X-rays: one x-ray dated (B)(6) 2019 has been received and reviewed by hcp. Summary of imaging: single scapular y film of the right shoulder. Assessment of imaging: single scapular y film of the right shoulder demonstrates a right shoulder arthroplasty with anterior dislocation. No obvious bony fracture seen. Impressions: limited evaluation of the right shoulder demonstrates a right shoulder arthroplasty with anterior dislocation. No signs of loosening, radiolucency. Anterior shoulder dislocation suggests underlying trauma. Images: images of the explanted baseplate, liner and sleeve have been received. The liner has damages on the articulation surface and the rim is abraded. One ap snap seems to have sheared off completely. Moreover, there are black discolorations visible, which might indicate metal wear. The tm sleeve is fractured, which has most likely occurred during explantation due to the difficulties to remove it. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check of the screw to the other implants could not be performed due to missing product identification. The baseplate and liner are compatible. Conclusion: it was reported that after 1 year in vivo, the anaverse anatomical implants needed to be revised due to high grade of posterior luxation with poly wear, metal contact and loosening of the superior screw. Moreover it is described, that the patient had a previous revision of an anatomical poly glenoid component due to mild posterior luxation and loosening. Based on the investigation the reported luxation and metal wear can be confirmed. Due to the low quality and view of the x-ray, loosening of the superior screw cannot be assessed. The x-ray review indicated that a trauma might have cause the anterior shoulder dislocation. However, no information has been received concerning contributing factors to the reported event. Moreover, the sequence of events cannot be recreated based on the available information. A possible contribution of the patient's medical history cannot be assessed as it remains unknown. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.